Event description:
I got mentor saline breast implants in (B)(6) 2013. Shortly after I developed health issues like random nausea, stomach pains, depression, muscle weakness, hormone imbalance, sensitivity to light, pain in breasts and chest wall. I blew it off. After I had my son on (B)(6), my symptoms have gotten worse. I have all of the above and many more. Today my face has a red painful / rash all over it for no reason. I am sick daily, my (B)(6) son has some issues that I believe to be related to the implants.